Manufacturer narrative:
Device eval of battery charger/modem sn (B)(4) has been completed. The reported problem (resets) has been confirmed. The cause of the problem was isolated to flash memory components u102 and u105 on computer analog (ca) board connection. The intermittent connection was discovered at pin a25 of the flash memory and is likely due to a fractured solder connection induced by mechanical stress. The exact source of the mechanical stress has not been positively identified but the fractured connection may have been accelerated through rough handling. A root cause investigation is underway. No adverse event resulted from the defective battery charger/modem.

Event description:
A zoll distributor returned monitor sn (B)(4) to report that the monitor was resetting.